Event description:
Account obtained several positive troponin t results for patient samples that repeated as negative when the samples were retested with another kit. The incorrect results were not used to guide patient therapy. The account discarded the kit that gave positive results and they do not feel the analyzer is malfunctioning.